Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has been returned for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that three (3) attempts were made to detach a coil in a cerebral aneurysm with the controller; however, the coil did not detach. A new v-grip controller was used; however, the coil did not detach. During removal, the coil detached inside the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury, intervention, or health damage.

Manufacturer narrative:
The pusher was returned for analysis. The pusher was bent. The pet of the heather coil was burned, which is produced during the v-grip activation. The monofilament has the mushroom shape, which is indicative of a successful detachment procedure with the v-grip controller. The laser weld of the platinum coil was broken. Based on the available information and evaluation of the device, the reported complaint was unable to be verified. The distal section of the pusher was according to specification, and the device appeared to have experienced an activation of the detachment controller, as seen by the mushroom profile of the monofilament. The body coil damaged or laser weld broken condition did not have any correlation with the detachment procedure, but this condition can be produced by excess of handling during the retraction procedure. The root cause of the complaint could not be determined without the missing components (implant coil), but appears the device detached through the normal thermal detachment process. The condition of the implant could not be verified, and the events leading up to the thermal detachment could not be confirmed.